Event description:
Customer reported that ems started a peripheral IV on a pt in the ambulance. When they arrived to the emergency room, the nurse attached a primary set to run via gravity. It was reported that the silicone tubing popped off the upper fitment and caused leaking. It is unclear if an IV push was being administered at that time. There was no pt harm or medical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.